Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication was backing up into the set. The device was being used in a setup with a sigma spectrum pump, and was infusing 8ml/hr of saline solution with hyperal total parenteral nutrition. The device was attached to a catheter extension set. A smith's syringe pump was connected to an ICU medical set, which was connected to the catheter extension set and infusing intralipid at 1.25 ml/hr. Two medications were being given via medline (hydrocortisone and caffeine) with 1l on standby. In an attempt to clear a downstream occlusion alarm on the sigma pump, the trifuse administration set was changed. The reporter stated that at this point the intralipid backed up into the device. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one used sample of the clearlink buretrol solution set and a non-dehp three lead extension set. The sample was spiked into a 500ml solution bag filled with tpn. Visual inspection showed that the extension set attached to the male luer and was fully primed. There was a pick line with a non-baxter luer activated device attached the extension set. Functional testing was performed by removing the clearlink buretrol set from the solution bag and spiking into an in-house 1000ml solution bag containing distilled water. The setup was then re-primed. An in-house secondary set spiked into an in-house 1000ml solution bag containing distilled water was then attached to the upper and lower y sites with proper head height maintained. The setup was checked for backflow when both y sites were accessed. The returned clearlink buretrol and extension set primed and flowed normally with no back flow noted. The reported condition was not verified and therefore a cause could not be determined.